Event description:
It was reported that during a cholecystectomy procedure, some clips were ejected before use on the pt. Clips also fell into the operative field during the operation. Another new device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.